Event description:
Same case as mfg# 3003853072-2013-00039. Post-operative slippage of the construct was reported. During the original surgery, l3-l4 were treated with (4) 6.5x45mm polyaxial screws, (2) 45mm pre-bent rods and a non-zimmer tlif cage. Approximately one month post-operatively, it was reported the pt was experiencing pain and infection. X-ray showed the blocker at the right l4 had backed out the screw. The pt was revised. No further information was available at the time of this report.